Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review: (1) the batch number of the complained product is 5049205, is 24g and product code is 383912, produced on 2025-03, with a total of (B)(4) pieces in this batch. (2) review the process inspection and outgoing inspection report, the test results meet the product specifications, no abnormality. (3) check the production records for this batch of products and there are no nonconformities, deviations or rework activities in the process of this batch of products. 2. The customer did not return any samples or photos, cannot confirm the specific defect status. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Conclusion(s): in summary, due to the customer did not return any samples or photos, the specific defect status cannot be confirmed. Therefore, the root cause of the complaint cannot be confirmed. The plant will continue to monitor the trend of the defect complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii-5049205-leakage at septum. On (B)(6), 2025, during the process of inserting an indwelling needle for a patient, air was drawn back after the needle was inserted. After adjusting the indwelling needle, blood and saline solution flowed out from the connection point of the needle core. The needle was then removed. It was suspected that the seal at the connection point of the pillow core was not tight, allowing air and blood to enter and exit. The indwelling needle was replaced, and the needle was reinserted. The infusion proceeded smoothly.